Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On an unreported date, during hospitalization, the patient began treatment for the peritonitis with unknown antibiotics (doses, frequencies, duration and routes not reported). The patient's pd catheter was removed and the patient was switched to hemodialysis therapy (unspecified dates). The outcome of the peritonitis event was unknown. No additional information is available.